Event description:
Report received of "burst" tubing while using the acclaim pump. The pt was receiving lidocaine at 15ml/h for about one day. The pt reported wet linens to the nursing staff. Fluid was observed to be leaking at the distal end of the tubing set from a "tear" in the tubing. It was initially reported that the set had gotten caught in the bed railing and wore a hole in the tubing. The tubing was replaced and the infusion was resumed using the same pump without any delay in therapy. There was no reported blood loss. There was no known adverse pt sequelae.